Event description:
The patient underwent revision surgery due to device diagnostic testing resulting in high lead impedance reading (dc-dc code 7 and limit). It was reported that the device diagnostics were performed because the patient had been complaining of pain to the left chest and neck that was not always associated with stimulation. X-rays reviewed by physician did not identify any discontinuities with the ncp system. During revision surgery, surgeon noted that the bipolar lead wires were loosely connected to the pulse generator; therefore, he tightened the set screw. Device diagnostic testing performed after surgeon tightened the set screw and after the patient's incision was closed were within normal limits, indicating that the device is functioning properly. Following the surgery, the patient complained of neck and throat pain in the recovery room which subsided after a change in device output current. Further follow-up revealed that the patient continued to complain of continuous pain. Device output current was again lowered, which reduced the patient's pain. Neurologist felt that the cause of the pain might be related to nerve irritation during surgery and hopes that the pain will diminish over time. No further action is planned.